Event description:
It has been reported that prior to insertion into the pt the balloon on this device failed to inflate. The dr attempted to inflate a second catheter, however the balloon on the second catheter also failed to inflate. There is no report of pt injury. No further info is available. The devices are being returned to co for evaluation.